Manufacturer narrative:
Additional information received: surgeon reports the patient's visual rehabilitation was achieved with a sutured iol. The latest vision is 6/12 (limited by macular oedema). All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) from the patient's left eye was returned to our manufacturing site for evaluation. Inspection of the lens did not show any abnormalities. The haptics had a normal, positive angulation. The complaint lens seemed normal and did not show any features that would induce a behavior with respect to iris chafing that was any different from that of a standard model 911a intraoccular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - the device was not received by the manufacturer for analysis. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this manufacturing record were received and no additional reports for iris chafing with this model lens were received. The causal relationship between this device and the patient's adverse event could not be definitively determined. All information available is included in this report. Not received for analysis.

Event description:
Surgeon reported to an amo territory manager lens chafing issues with the intraocular lens. He has had 2 patients recently who have had recurrent uveitis, glaucoma and vitreous haemorrhages from lens chafing. Both patients had the lens for some years before presentation and he does not have operative records. The lens chafing is demonstrable by iris transillumination defects that coincide with the lens optic location. This report is for the first lens reported, there is currently no information or product identifiers for the second lens.